Manufacturer narrative:
Updated data: b1. B2. B5. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that a life-threatening injury occurred. The event is now a reportable serious injury. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 26 millimeter (mm) transcatheter aortic valve (tav) valve-in-valve into an indwelling non-medtronic 27 mm surgical aortic valve (sav), during deployment of the valve, it was observed that there was a gap between the tav and sav, and "significant" paravalvular leak (pvl) was observed. Subsequently, the valve was recaptured into the delivery catheter system (dcs) and withdrawn, and a 29 mm valve was used to complete the procedure. Additional information was received that the severity of the pvl was severe.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop-2329; product lot/serial number (B)(6); product type: 0195-heartvalves; implant date: non-implantable. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 26 millimeter (mm) transcatheter aortic valve (tav) valve-in-valve into an indwelling non-medtronic 27 mm surgical aortic valve (sav), during deployment of the valve, it was observed that there was a gap between the tav and sav, and "significant" paravalvular leak (pvl) was observed. Subsequently, the valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient, and a 29 mm valve was used to complete the procedure.